Event description:
Additional text from user facility report: # 14 ng tube placed in left nare in the ed. CT contrast administered via tube at 2300. Pt to x-ray - complained of tube discomfort - unable to verify placement - tube removed. Breath sounds were diminished. Pt experienced ruptured esophagus and pneumo-thorax. New product found to be rigid, causing frequent nasal trauma and bleeding and increased discomfort.

Manufacturer narrative:
No sample or lot number info was provided for eval. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucosa. The tube was inserted in the emergency department and it is not known if time allowed adherence to labeling instructions and hospital protocol. The instructions for use state to lubricate the tube prior to insertion. A note state: "to confirm proper placement of the nasogastric sump tube, perform the following: rapidly inject approximately 10-20cc of air through the blue air vent while ausculating the abdomen. The rush of air as it enters the stomach will be heard if the tube is correctly placed. Aspirate gently to obtain stomach contents. X-rays may be done to confirm proper placement". The reporter stated "they were unable to determine if issue was related to user technique or product". This issue is more likely the result of an unanticipated procedural complication than any known defect in the product. Baseline report previously filed. Corrections to user facility medwatch report made in pring in blue ink on this form. Additional information from the user facility report: 2006, c.r. Bard. #14 fr ng tube.